Manufacturer narrative:
B3: date of event estimated as 11/28/2023. D4: the UDI is unknown due to the part/lot number was not provided; general comment the device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to the reported failure to fire may include, but are not limited to, interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported as a general comment that some perclose devices had misfired during some procedures last week. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.